Manufacturer narrative:
(B)(4). No unexpected noise when the pump was shaken. However, pump rattles when vibrator motor is activated due to vibrator motor adhesive not adhering to case. Pump received with cracked battery tube thread, cracked reservoir tube lip, cracked reservoir tube and minor scratches on display window noted. No crack noted on the display window or on the lcd glass.

Event description:
Customer reported via phone call that insulin pump had damage of screen, screen was it wont rattle but if she doesn't then the insulin pump will rattle. Customer's blood glucose value was unknown at the time of the incident. The customer was assisted with troubleshooting. Customer will return device for analysis.